Event description:
The customer would like the run data file analyzed due to an alleged filter and lrs failure and alleged too high wbc count. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for eval because the customer discarded it. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.